Event description:
Customer's father reported that at 10 am on (B)(6) 2012, his daughter's blood glucose measured 310 mg/dl and she was having a meal containing approx 121 grams of carbohydrate, so a 9.35 unit bolus dose of insulin was given. By 1:22 pm her bg had risen to 401 mg/dl and her meal was estimated at 137 grams of carbohydrates; an add'l 11.7 unit insulin bolus was administered. At 1:52 pm, with a bg result of 417 mg/dl and another 90 grams of carbohydrates being eaten, a 5.45 bolus was taken. At 2:20 pm her bg was 435 mg/dl. The device was deactivated; the cannula was kinked.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the kinked condition of the cannula or to determine if it, or some other product malfunction, could have contributed to the reported hyperglycemia. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)" and "if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl, or above 250 mg/dl, follow the treatment advise of your healthcare provider." It advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately if blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Then contact your healthcare provider for guidance."